Event description:
"Pt placed on intermittent delivery with pump via PICC line. I.v. Antibiotic delivery time of every 4 hrs. Pump set to deliver at 6-10-2-6-10. Pump delivered 6pm dose but failed to deliver 10pm and 2am dose." Contact with the account indicates many alarms had occurred in the evening, some of which included occlusion, check cartridge, stopped infusion and missed dose. The evening user was not experienced with the device. The initial device settings were for oxacillin delivery, 20 ml dose every 4 hrs with a 1 ml/hr keep open rate. The missed doses did not cause any adverse pt effects.

Manufacturer narrative:
The pump tested within product specification. Review of the device history log indicated the device was stopped at 8:43 and then was powered off at 8:44. Reporter suspects the problem to be user related.